Event description:
Customer called to report that approximately 200 milliliters of fluid had leaked from beneath the coulter lh500 hematology analyzer. Customer found what appeared to be cleaner leaking near a quick disconnect fitting behind the right side door. Customer cleaned up the spill using a paper towel. Customer powered off the instrument and service was sent. The operator was wearing safety glasses, gloves and a lab coat and reports there was no exposure to open wounds or mucous membranes. Patient results were not affected by the leak. The laboratory has an exposure control or risk management plan in place. There was no death or serious injury and medical attention was not sought by the operator in association with this event. The field service engineer (fse) found and replaced a cut pinch tubing at pinch valve vl43. The fse verified that the instrument is performing within published specifications. The root cause for the leak was a cut in pinch tubing at vl43.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).